Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was not communicating and offline in remote support service (rss). The device showed 2 error icons as disconnected mode and critical override. The customer rebooted the device, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the station was not communicating and offline in remote support service (rss). A field service engineer (fse) worked with the customer information technology team and identified that the communication issue was on the network side. The fse confirmed that after moving the ethernet cable to a different port on the network switch, communication was restored. The fse verified system functionality with the pharmacy, and the system was working as expected. The system functioned as intended after field service engineer repaired the device.